Manufacturer narrative:
(B)(4) - no known impact or consequences to patient. (B)(4). Per the manufacturer's subsidiary, the reported issue occurs whenever the unit is booted up.

Event description:
It was reported that the screen on the unit was scrambled and only displayed colors. There was no delay nor blood loss. No other details regarding the nature of this event were provided.

Event description:
Additional information received indicated that the issue was discovered during testing at the distributor.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded per the manufacturer's subsidiary, a loaner unit was sent to the customer.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the screen to be scrambled and displaying only colored lines. The pst determined that the flat panel interface connection (fpinc) printed circuit board (pcb) was the cause of the problem. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.